Event description:
It was reported that the patient presented in clinic for routine follow-up, upon interrogation multiple episodes of noise were noted on the atrial lead. The device was programmed to vvi mode and the lead was programmed off. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.